Event description:
It was reported that a patient underwent a gynecological procedure in 2006 and an obturator sling was implanted. The patient experienced a mesh exposure leading to excision of the exposed area on (B)(6) 2010 and she is recovering with vaginal skin. Additional information is not available.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.